Event description:
It was reported to philips that the stand geometry movements were unavailable. No harm was reported to philips. The device was in clinical use at the time of reported event. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) examined the system onsite and confirmed that the stands movements were unavailable. Review of the log files showed errors indicating amc fault. Fse checked 24v power supply in the amc drive, no issue found. To resolve the issue, fse replaced amc of l arm and performed calibration. After replacement, the system returned to use in good working order. The codes were updated based on the investigation outcome.